Event description:
It was reported that the patient's implantable pulse generator (ipg) had two power on reset (por)'s. It was noted that the patient is currently receiving radiation therapy. The por also caused the remote monitor transmission to come across without the patient information, which had to be added manually by the clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were multiple single bit ecc errors recorded; all listed in current index occurred during (B)(6) 2014. The patient was exposed to radiation therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).